Event description:
It was reported that a patient presented with t-wave over-sensing and over-sensing of noise noted on the right ventricular lead and implantable cardioverter defibrillator. Malfunction was alleged on the device and lead microfracture was also alleged. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that post-sensed t-wave over-sensing was noted.